Event description:
Having the liquid removed [joint effusion] ([device ineffective], [arthrocentesis]). Case narrative: initial information received on 25-mar-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: (B)(6). Study title: patient support program involving synvisc. This case involves (B)(6) female patient who was having the liquid removed while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection at the dosage of 2 ml via unknown route (lot - 8rsp028a) for osteoarthritis. Information for batch number requested. On the unknown date, patient experienced that injection had not worked for her (device ineffective). On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced that the liquid removed (joint effusion) (arthrocentesis) and received cortisone injection which was helping her. Corrective treatment: cortisone for joint effusion. At time of reporting, the outcome was unknown for the event having the liquid removed. Reporter causality: not reported. Company causality: not reportable.

Event description:
Having the liquid removed [joint effusion] ([device ineffective], [arthrocentesis]). Case narrative: initial information received on 25-mar-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc. This case is linked to case ID (B)(4). This case involves (B)(6) years old female patient who was having the liquid removed while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection at the dosage of 2 ml via unknown route (lot - 8rsp028a) for osteoarthritis. On the unknown date, patient experienced that injection had not worked for her (device ineffective). On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced that the liquid removed (joint effusion) (aspiration joint) and received cortisone injection which was helping her. Action taken : not applicable. Corrective treatment: cortisone for joint effusion. At time of reporting, the outcome was unknown for the event having the liquid removed. A product technical complaint (ptc) was initiated on 28-mar-2022 for synvisc (lot number: 8rsp028a) with global ptc number 100212228. The sample status was not available. The production and quality control documentation for lot # 8rsp028a expiration date (2021-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review& lot # frequency analysis for lot # 8rsp028a no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 03may2022 there were 14 complaints on file for lot#8rsp028 and all related sublots. 10 complaints were on file for lot# 8rsp028b:(9) adverse event reports and (1) leakage. 4 complaints were on lot# 8rsp028a: (3). Adverse event reports and (1)foreign matter. Sanofi will continue to monitor complaints to determine if a CAPA was required. Final investigation was completed on 12-may-2022 with conclusion summarized as no assessment possible. Reporter causality: not reported. Company causality: not reportable. Additional information was received on 12-may-2022 from the healthcare professional. Ptc results received and processed. Global ptc number was added.